Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the ports did not release the plug easily. Analysis did note that the lower case and one side bail cover were broken, the upper case and battery drawer were damaged and the keyboard was scratched. (B)(4).

Event description:
It was reported that the atrial and ventricular ports did not release the plug easily. The generator was returned for service. There was no patient involvement.